Event description:
It was reported that the pt underwent a total hip arthroplasty surgery in (B)(6) 2005. The pt was implanted with a metasul head and alpha insert me neutral. The pt was reported to have been suffering from recurrent dislocation due to this, the pt underwent revision surgery on (B)(6) 2013. During surgery, pseudo tumor was detected.

Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. The cause for this specific event cannot be ascertained from the information provided, but once more information is received or the device is returned, an updated report will be submitted. (B)(4).